Event description:
Surgeon was using a lantern microcatheter inside the patient's vessel when the catheter broke, leaving a 50cm portion inside of the patient. Retrieval was attempted for over an hour but was unsuccessful. As a result, patient was admitted to the facility and is receiving frequent abdominal checks and other monitoring. The remaining portion of the wire and the box were kept to show to the vendor.